Event description:
Reportedly, the suture broke when tying the running anastomosis closure. The cross clamp was proximal to the renal artery. The cross clamp had to be reapplied after the suture broke for an additional 20 minutes, two litres of blood were given to the pt, new sutures had to be interruptured in the graft to control the bleeding. The thread broke at the back wall. The pt is still in ICU. The pt current status as of 10/2004 was the "pt was on renal dialysis".